Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004. Analysis of the catheter found damage occurred to the catheter body and/or guidewire during the implant procedure. Interrogation of the device revealed it contained bupivacaine and dilaudid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was initially returned to the manufacturer for disposal only after a patient death. The pump's indication for use was non-malignant pain and chronic low back pain. The cause of the patient¿s death was reported as having been ¿hanging, suicide.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp) indicated there was no contribution by the device with respect to the patient's death. If they had suspected the devices in any way, they would have interrogated the pump or indicated as such.